Event description:
Hcp reported the pt had gone for a refill and 18cc of drug were removed. The hcp performed 2 rotor studies in 2002 and both showed no movement. The hcp stated the pt will be scheduled for surgery in the next week. A follow up report will be sent when add'l info is received.